Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump was making noise while rewinding and the screen was scratched and difficult to read. The customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced, however the product will be returned for analysis at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No unexpected motor noise anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a stained end cap sticker.